Event description:
The customer reported that they received questionable results for eighteen patient samples tested for calcium. Of the eighteen patient samples, fifteen were found to have erroneous results. All initial results were reported outside of the laboratory. The samples were repeated on different c501 analyzers and the repeat values were believed to be correct. Sample one initially resulted as 12.3 mg/dl. The sample was repeated on c501 analyzer serial number (B)(4), resulting as 7.8 mg/dl. A corrected report was issued for the 7.8 mg/dl value. Sample two, from a (B)(6) male, initially resulted as 11.8 mg/dl. The sample was repeated on c501 analyzer serial number (B)(4), resulting as 9.4 mg/dl. A corrected report was issued for the 9.4 mg/dl value. Sample three, from a (B)(6) female, initially resulted as 12.3 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 9.3 mg/dl. A corrected report was issued for the 9.3 mg/dl value. Sample four, from a (B)(6) female, initially resulted as 12.9 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 9.7 mg/dl. A corrected report was issued for the 9.7 mg/dl value. Sample five initially resulted as 6.7 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.3 mg/dl. Sample six initially resulted as 7.9 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 9.5 mg/dl. Sample seven initially resulted as 7.3 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.9 mg/dl. Sample eight initially resulted as 7.2 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.7 mg/dl. Sample nine initially resulted as 7.4 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 9.3 mg/dl. Sample ten initially resulted as 8.2 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 10.1 mg/dl. Sample eleven initially resulted as 7.1 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.7 mg/dl. Sample twelve initially resulted as 6.5 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.2 mg/dl. Sample thirteen initially resulted as 7.5 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 9.2 mg/dl. Sample fourteen initially resulted as 6.9 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.6 mg/dl. Sample fifteen initially resulted as 7.2 mg/dl. The sample was repeated on c501 serial number (B)(4), resulting as 8.8 mg/dl. The patients were not adversely affected by the event. The calcium reagent lot number was 66677101 with an expiration date of 01/31/2013. The field service representative could not determine any problems. He inspected the instrument thoroughly. He ran a precision check and observed instrument in normal operation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined that the cobas c501 system was connected to the hospital's water system and that an issue occurred with the water system during the time of the event. The water company stated that due to construction of the hospital's water supply, contaminants had been released into the main water supply. The water company rectified the issue by installing new filters and di resin tanks. Checks were run on all cobas c501 systems at the site and the results were good.